Manufacturer narrative:
This investigation will be updated should further information be provided.

Event description:
It was reported that this device was emitting tones. Device interrogation identified the battery status was elective replacement indicator (eri); however, the date that eri was declared is unknown and premature battery depletion was suspected. The device was explanted and replaced. No additional adverse patient effects were reported.

Manufacturer narrative:
This device was thoroughly inspected and analyzed upon receipt at our post market quality assurance laboratory. Review of device memory found the device voltage started to drop in (B)(6) 2017. The current battery voltage was 7.244 volts. The device case was removed to facilitate inspection of the internal components. Visual examination of the interior identified no anomalies. Individual battery voltages were measured and were confirmed to be abnormally low. Detailed analysis identified an internal battery short that resulted in the observed depletion. Note that the sq-rx (model 1010) s-ICD is the only boston scientific device manufactured with a battery potentially susceptible to this particular issue. The sq-rx device is no longer manufactured; the current generation of s-icds contain a different battery (manufactured by boston scientific). This device was included in the november 2018 sq-rx model 1010 pg shortened replacement interval advisory population.

Event description:
This supplemental report is being filed due to the completed evaluation of this product.